Event description:
The customer reported a conflicting result with the ID now covid-19 2.0 test with an unknown sample type performed on (B)(6) 2025. The patient initially tested positive with the ID now covid-19 2.0 test kit. The customer then performed a repeat test with the same kit, which generated a negative result. The patient had no symptoms. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a conflicting result with the ID now covid-19 2.0 test with an unknown sample type performed on (B)(6) 2025. The patient initially tested positive with the ID now covid-19 2.0 test kit. The customer then performed a repeat test with the same kit, which generated a negative result. The patient had no symptoms. Although requested, no additional information including patient treatment and outcome was provided.